Manufacturer narrative:
Visual inspection found the cap of the outer needle shaft is broken.

Event description:
The tip of the vitrectomy cutter broke off and fell into the eye during surgery. The tip was removed with no injury to the pt.